Event description:
It was reported this was a venotomy closure of the calcified left common femoral vein using the pre-close technique via a 6fr sheath hole prior to an electrophysiology procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with three prostyle devices. The procedure was completed and manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The two additional prostyle devices are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was returned for analysis. The reported difficulty inserting the device into the anatomy could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previous report, the following information was received: patient ID: (B)(6). It was reported that on (B)(6) 2022, a percutaneous ablation intervention was performed using perclose prostyle devices for vessel closure. A 7 french (fr) sheath was placed at the left femoral vein. Three perclose prostyles were attempted, however, during insertion, resistance was noted each time due to adhesions and scaring at this venous site. Reportedly, a cuff miss also occurred with all three devices. No suture was deployed, and the access site was closed via tissue stitch and manual compression of the vein. Heparin reversal was provided per standard practice. There was no adverse patient sequela reported. No additional information was provided regarding this issu.